Manufacturer narrative:
Other text: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there were "grooves" in the cannula that did not allow for good cleaning and mucus accumulated. "After cleaning and submersion, unable to access the groove; with other cannulas it does not fit". There was no patient involved, no harm or injury. There was no other relevant equipment that was in use when the incident occurred.